Manufacturer narrative:
Investigation summary: one hundred samples from lot 2024138 were provided to our quality team for investigation. No samples were returned from lot number 2010821. Fifty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Five samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot numbers 2024138 and 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and the flow of products was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 25 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.